Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon opening the product, the packaging was opened and compromising the sterilization of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that upon opening the product, the packaging was opened and compromising the sterilization of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.